Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they encountered issues with the flushing side port. When they went to flush the side port during preparation the tubing was described as "milky like". The catheter was flushed normally but the tech stated the tubing had a "crack" feeling to the tube. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were noted. Next, they functionally tested the catheter and found that deployment was possible and that flushing, and irrigation operated with no issues in all deployment positions. The allegation in the complaint could not be confirmed as the returned catheter displayed no defects.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter they encountered issues with the flushing side port. When they went to flush the side port during preparation the tubing was described as "milky like". The catheter was flushed normally but the tech stated the tubing had a "crack" feeling to the tube. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.